Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "unable to disconnect" was confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an interlink system continu-flo solution set which would not disconnect from the luer lock of the lifeguard safety infusion set made by angiodynamics ((B)(4)) while drawing labs. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 4 of 6 of the same reported problem from this facility. No additional information is available.